Event description:
It was reported that during a device change out, the atrial lead was scheduled for replacement due to undersensing and high thresholds. However, the lead was not replaced due to venous obstruction. When the suture sleeves were being cut the lead pulled back a bit and at that point the physician retracted the helix and re-implanted the lead into the atrial appendage. The lead was connected to the new device. A week later the lead was not capturing at high outputs and an x-ray showed that the lead had pulled back high in the atrium. Per the physician, the patient had been twiddling the device. The pocket was opened and the atrial lead was explanted and replaced. A dacron pouch was applied over the device and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : (B)(4). The full lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Electrical resistance and cross continuity test results were within specifications. No anomalies were found. Products: 3487a-33 pain stim lead 2001 (B)(6); 4195-88 implantable pacing lead 2009 (B)(6); 7427 pain stim ipg 2011 (B)(6); (B)(4) implantable cardioverter defibrillator (ICD) 2013 (B)(6); 7121 competitor implantable tachy lead 2009 (B)(6); (B)(4) implantable cardioverter defibrillator (ICD) 2009 (B)(6); 7495-51 neuro extensions x2 2001 (B)(6); 3487a-33 pain stim lead 2001 (B)(6). (B)(4).